Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer's mother reported via phone call that they experienced her daughter was hospitalized due to blood glucose level on (B)(6) 2020 with blood glucose level of over 400 mg/dl. The customer treated with intravenous fluid at hospital. Customer was experiencing vomiting. The customer was in the hospital until monday and then released. Customer was using auto mode at the time of event. Called customer to troubleshooting for high blood glucose level but they were busy with doctor. The insulin pump was not returned for analysis.